Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 300mg/dl. The customer performed their own troubleshooting and performed a cartridge and infusion set change to address the occlusion alarms.